Event description:
The ascope did not suction during use. This malfunction caused a delay in resolving atelectasis in a patient. To continue caring for the patient, the medical team had to urgently replace the fiberscope with another device of the same model and lot, which worked properly. Additional information received on 18aug2025: during a bronchial clearance fibroscopy, the fibroscopy equipment stopped suctioning. A complete check of the suction line was carried out, without revealing any upstream failure. The patient, already experiencing desaturation, required a change of fibroscope. A device from the same batch was then used and functioned correctly. However, this incident led to a temporary worsening of desaturation, as well as a delay in clearing the obstruction in a patient with acute lobar pneumonia.

Manufacturer narrative:
We were unable to verify the reported failure (no suction) as complaint sample was not returned for investigation. We have reached out to the customer to request further information, however no reply was received. Manufacturing records of the reported lot were reviewed and no abnormalities were identified. Based on risk document, the possible cause of failure could be due to distal end of working channel was block due to secretion, thus caused no suction. However, we are unable to comment further as no sample returned for investigation. Ambu production perform 100% flow test inspection on each ascope to ensure the products is in good condition before shipment. Production, technical team and quality control have been aware of this feedback via quality alert and we will continue monitoring the market for similar incidents.